Manufacturer narrative:
The insulin pump was returned with depleted an energizer alkaline battery in the battery tube. The insulin pump passed functional testing including prime, displacement, basic occlusion, occlusion, excessive no delivery alarm test and displacement accuracy test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, cracked case near the reservoir tube window corner and slightly stained end cap sticker noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 2032227-2016-01285.

Event description:
Medtronic legal received information regarding the customer's passing from the attorney of the family. The information received on 01/17/2017 stated the following- reporter alleges: on (B)(6) 2016 the customer as hospitalized due to low blood glucose. The customer was on life support until (B)(6) 2016. On (B)(6) 2016, the customer passed away. The cause of death was hypoglycemic event leading to suffer hypoxic and or anoxic ischemic encephalopathy. The customer's blood glucose at the time of death was not reported. The customer was not wearing the insulin pump at the time of death; it was removed on (B)(6) 2016 by the customer's spouse and paramedics were called. The customer's spouse discovered the customer at home, unresponsive, with blood glucose lower than 20 mg/dl. The customer was not using sensors. Information regarding insulin pump return was not provided. However, legal hold notification was received for the insulin pump.